Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy shocks and anti-tachycardia pacing (atp) on multiple episodes of supraventricular tachycardia (svt). Boston scientific technical services (ts) and an electrophysician reviewed the stored episodes and agreed rhythm was likely svt. The patient's medication was adjusted and an ablation was scheduled. The crt-d remains in service. No adverse patient effects were reported.